Manufacturer narrative:
Device received intermittent button response due to flattened act button dome switch. Inspected component connector on lcd and no unlock keypad connector. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call that the act button had intermittent responses. Customer's blood glucose was 194 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.